Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Issue was software related and by upgrading software corrected the problem.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer claimed that the problem are from turbine and power supply and power packed after changing the suspected parts the problem still remains. However, when they changed the main pcb, the problem disappeared. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their vela ventilator is alarming motor fault and vent inop. There is no patient involvement in the event.